Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had collapsed. Per additional information received on 06/21/2018 from the ibc, the inlet tube had crushed, not the catheter. Based on the photos received, the inlet tube appeared to be kinked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter collapsed. It was later reported on 06/21/2018 from the international business center, the inlet tube had crushed, not the catheter. Based on the photos received, the inlet tube appeared to be kinked.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The visual inspection noted evidence of slight kinks on multiple places of the tube; however, the kinks were still within acceptance criteria at less than 50%. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "2. Precautions for use (10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube."

Event description:
It was reported that the catheter collapsed. It was later reported on (B)(6) 2018 from the international business center, the inlet tube had crushed, not the catheter. Based on the photos received, the inlet tube appeared to be kinked.